Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon utilized the hp uni tibial insert trial in real tibial tray. When the trial was removed the handle broke. On (B)(6) 2016 follow-up with the sales rep indicates the trial was broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the submitted sigma hp uni tib trl sz4 9mm confirms the reported breakage. The suspected root cause is leveraging and/or prying the instrument during trialing range of motion. Based on the determination of suspected misuse as the root cause and evidence of heavy usage over time, the need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.